Event description:
Additional information received reported that the manufacturer representative was able to connect with the implantable neurostimulator (ins) and the issue was resolved.

Event description:
It was reported that there were telemetry issues. The reporter was able to interrogate the implantable neurostimulator (ins) fine in the operating room (or), but when the patient was in pacu the clinician programmer was indicating a need to reposition the programmer head. The reporter did this several times and noted there were no bandages or dressing over the ins. The reporter could feel the outline of the ins and the only thing between the ins and programmer head was a pair of gloves over the telemetry head. There were no other medical machines near the patient besides a fluorescent light. The reporter tried a second clinician programmer, but got the same issue. No interventions or a cause of the issue was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# unknown, product type: lead. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).